Manufacturer narrative:
The event of wrinkling/rippling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wrinkling/rippling, change shape/size/style.

Event description:
Healthcare professional reported through nbir left side "wrinkling/rippling, and change shape/size/style". The device has been explanted and replaced.